Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A 2 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilatation. During the initial inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.